Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that lens explant due to halos and starbursts. Clinical reason for explant was poor quality of vision from multi focal optics replaced with monofocal lens. Additional information was requested.

Event description:
A non health care professional reported that lens explant due to halos and starbursts. Clinical reason for explant was poor quality of vision from multi focal optics replaced with monofocal lens. Additional information was requested and received stating wound was enlarged at 3mm. The two pieces were explanted.

Manufacturer narrative:
The lens was returned on the outside well area of a lens case base inside a plastic vial. Solution was dried on the lens. The optic was broken (possibly cut) into two portion. One lens portion was adhered in solution on top of the other. The optic also had cracked area. The completed questionnaire indicated the use of a viscoelastic; however the cartridge and handpiece information was not provided. The root cause cannot be determined for the reported complaint. The explanted lens was returned broken or cut into two portions. The damage is similar in appearance to damage created to help facilitate the removal of the lens from the eye. Information was provided in the file that the company 24.0 diopter (add power +2.2/+3.2) lens was replaced with a company 24.0 diopter lens. This information of an exchange of a multifocal lens with a monofocal of the same diopter may suggest that the replacement lens was a better selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).